Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and scrotal sensitivity. This resulted in his inability to inflate the device. Additionally, the pump was reported to be rigid. An attempt was made to unlock the pump, but it was unsuccessful. A revision surgery has been scheduled to replace the ipp with a malleable device. No additional patient complications were reported.